Manufacturer narrative:
No device sample is available for investigation. A device history record (DHR) review did not show any issues related to this complaint. Complaint cannot be confirmed since the sample is not available for investigation. Manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: a clip was placed on the cystic duct. It locked and ligated. When surgeon went back with scissors to cut the cystic duct to prepare it for a cholangiogram, he saw the clip lying in two pieces, broken at the hinge. No reported patient injury or patient consequence.